Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user's daughter who stated that "the shell on it broke" while the end user was sitting on it. The end user fell and hit her head and hip area. The ambulance was called, and the end user was taken to the hospital where she was admitted. Attempts have been made to gather additional information but have been unsuccessful. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.